Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received drive count error boundaries exceeded after movement alarm. The customer's blood glucose was 12.9 mmol/l at the time of incident. The customer was neither able to clear the alarm nor rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and rewind test, however, failed the prime/seating test during the load reservoir at .75 lbs due to moisture damage on the force sensor. Unable to verify pump error or complete the basic occlusion test, force sensor test and occlusion test due to the prime/fill anomaly. Moisture damage on the motor assembly also noted during visual inspection.